Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no up and down button response due to corroded keypad traces. No acting up, ramping numbers or scrolling bar moving anomaly noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had issues with the keypad of the insulin pump. Customer stated that the keypad was not working. The customer's blood glucose level was 268 mg/dl. Insulin pump will be replaced. No additional information provided.